Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed both posts have sheared off and long post was not returned. Scanning electron microscope analysis of the short post fracture in the vanguard patella drill guide assembly showed that it fractured due to bending overload. Energy dispersive x-ray spectroscopy semi-quantitative elemental analysis of the vanguard patella short post fracture showed that it was consistent with 17-4 ph stainless steel. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following the use of the device, a piece sheered off. No impact to the patient was reported. Attempts have been made and no further information has been provided.